Manufacturer narrative:
The t:slim x2 user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 378 mg/dl and moderate ketones considered dangerous; cause was not known. Reportedly, the customer uses admelog insulin within the cartridge. A system check was performed and the customer observed air bubbles within the infusion set tubing. A correction bolus was delivered to address bg/ketones. Reportedly, the customer successfully removed the air bubbles by priming the tubing. Additionally, it was reported that the touchscreen was unresponsive. A system check was performed and the pump performed as intended.